Event description:
Baxter (B)(4) received a report that one (1) infusor device experienced slow flow. Reportedly the device only delivered 100ml liquid during patient use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. The sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 4.80 ml/hr, normalized flow rate = 4.92 ml/hr, specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.